Event description:
Per the clinic, the implant magnet was explanted (date not reported) due to strong magnet strength. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Magnet retention is a known complication with the baha attract system. The baha attract system consists of an implant magnet (bim400) which can attract to an outside sound processor magnet, which then can be attached to the baha sound processor. This system is not percutaneous (skin penetrating) but built on the device being subcutaneous (under the skin, no penetration). It is important to check the tissue thickness around the implanted area, making sure that the right outside sound processor magnet strength is chosen. There are six different magnet strengths available, ranging from #1 to #6. (#1 is the sound processor magnet with the lowest strength.) This report is submitted on november 24, 2023.